Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 12mm x 3.25mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated and the balloon ruptured at 12atms. The procedure was completed with a non bsc device. No patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).